Event description:
Scope sheath placed in pt's joint and camera with light cord and camera attached. Placed in sheath. Shaft of scope broke off as attempting to be clipped into place in the sheath. All pieces removed and discovered that the scope had broken. Reason for use: ankle instability with tendinitis and lateral gutter impingement.